Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Unaided eye visual inspection was performed and a tear was observed at the lower left side edge. Functional testing was performed which identified a leak at the lower left side edge of the bag. Additional magnified inspection observed a tear/hole in the lower left side edge of the container where the leak was verified during testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified before use. There was no patient involvement. No additional information is available.